Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2367 (resume error, critical error found) alarm occurred on the homechoice device during dwell two of four in peritoneal dialysis. The patient was connected at the time of the alarm. The technical service representative had the patient cycle the power. The technical service representative advised the patient to disconnect the aseptic way and start over with all new supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.